Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction to field h6: patient codes, impact codes.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing threshold. This lead was noted to have been fractured. In addition, the leads broke while attempting extraction. This lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing threshold. This lead was noted to have been fractured. In addition, the leads broke while attempting extraction. This lead was surgically abandoned. No additional adverse patient effects were reported.